Event description:
The patient was undergoing a renal stent placement with an ostial pro positioning device. One of the legs of the device broken off and lodged in the wall of the aorta. The leg was too small to retrieve.